Manufacturer narrative:
Patient information was not provided. The age of the device was calculated as the time elapsed between device sterilization and the date of the event. (B)(4). Sorin group (B)(4) manufactures the d101 kids infant hollow fiber membrane oxygenator. The incident occurred in (B)(6). Per exemption number e2016005. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The involved device has been requested for return to sorin group (B)(4) for investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) received a report that blood leaked from the oxygenator chamber of the d101 kids infant hollow fiber membrane oxygenator during a procedure. The oxygenator was changed out and the patient was given a blood transfusion as a result. There was no report of patient injury.

Manufacturer narrative:
(B)(4). Per exemption number e2016005. The involved device was returned to (B)(4) for investigation. The blood leak reported by customer was confirmed and the root cause was traced to damage to the oxygenator fibers. The damage did not cause a detectable leak during product release testing. However, upon use of the device during a procedure, a leak was triggered. The customer was able to resolve the issue during the procedure by changing the oxygenator.